Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the dcs was received secure in the original product packaging with a valve loaded in the capsule. A 2.33 mm gap was noted on the distal end at the capsule/plunger transition. The handle was intact. The valve was then deployed from the capsule. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The distal tip of the capsule seated flush against the plunger tip when fully advanced. A kink was observed on the proximal end of the capsule. A deployment simulation was completed in a glass arch with no clicking encountered and the valve deploying successfully. The complaint could not be confirmed. It is likely that the re-creation was affected by the valve being dry and having remained loaded through transit, and the differences between a glass arch and the patient anatomy. After the valve was deployed, no gross visual anomalies were noted on the catheter to contribute to the difficulty experienced by the customer.

Event description:
Medtronic received information that during the attempted deployment of a transcatheter bioprosthetic heart valve, the capsule of the delivery catheter system (dcs) could not be opened by turning the micro knob, either turning the micro knob alone or with the macro cursor lifted. The system was withdrawn, and another valve was successfully implanted with another dcs. No adverse patient effects were reported. It was reported the capsule of this dcs could not subsequently be opened after the system had been removed from the patient.

Manufacturer narrative:
It was reported that the device would be returned for analysis. A supplemental report will be filed if additional information is received or when analysis/investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.